Event description:
While the ambulance crew was transporting a pt from the ambulance to the emergency room, the locking mechanism on ambulance cot collapsed causing the pt to crash to the ground. The pt was secured to the cot. The pt was also treated in the emergency room for injuries.